Event description:
Guidewire could not be removed once presep was in place.

Manufacturer narrative:
Evaluation summary: the catheter was returned with the guidewire removed from the catheter and kinked in several areas throughout the length. A new wire 0.032" was passed into the distal lumen and the wire would not pass through the tip area. A cut down was performed and there is a step in the soft tip area at the transition.